Event description:
It was reported that the system 9800's right monitor would go out intermittently. Reinitializing system would correct the problem. There was no adverse patient involvement report. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the right monitor was defective and was replaced. The system was tested and found to be working as intended and placed back into service.